Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced serious and permanent injuries, pain, disfigurement, physical impairment, progression of existing conditions and has required and will require continued medical treatment.

Manufacturer narrative:
The sample was not returned. The lot number is unk; therefore, the device history record could not be reviewed. The instructions for use (IFU) which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
(B)(4). The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies, all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse reactions.

Event description:
Per additional information received, the patient has experienced erosion, extrusion, infection, unspecified urinary problems, unspecified bowel problems, recurrence, bleeding, dyspareunia, vaginal scarring, urinary frequency, burning sensation, overactive bladder, atrophic vaginal mucosa, cystitis, vault prolapse, urgency, vaginal infection, urinary tract infection, cystocele (prolapse), irritation, pelvic pain, dysuria and non surgical intervention.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced disability.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced atrophic vaginitis, vaginal pain, diarrhea, incontinence, difficulty urinating, vaginal premarin cream, chronic inflammation and vascular congestion and required additional surgical interventions.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced renal colic, laxity of the bladder floor, leukocytes and nitrates in urine and lifting 20-30 pounds.